Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and found that it was in a state of repair and not complete. Fse reassembled the unit in order to troubleshoot the issue. Fse found that the unit would not pass the k6, k6a, k7 & k8 leak tests. After troubleshooting further, fse found the k3-k5 assy. To be faulty. Fse replaced the assembly and was able to get the unit to pass the k6, k6a, k7 - k8 leak tests. Once fse started testing, fse found that the autofll was not operating correctly. Once fse troubleshot the unit for this, fse found that the autofll on the syringe had been calibrated out of tolerance. Fse recalibrated  the autofll and was able to pass the testing. Fse was also informed that the unit was due for a pm so fse completed the pm while servicing the unit. The unit passed all testing and was approved for clinical use.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.